Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
On (B)(6) 2016 the patient noticed that her hearing with the device has suddenly declined. There is no history of trauma to the implant site. Skin flap thickness was described as normal by the surgeon. The device has been explanted.

Manufacturer narrative:
Damage to the lead wire of the conductive link likely caused by minute device mobility was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found during investigations. This is a final report.

Event description:
On (B)(6) 2016 the patient noticed that her hearing with the device has suddenly declined. The device has been explanted.